Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. See scanned pages.

Event description:
The implant failed due to infection. The implant was placed at # 41 and removed after 5 mos. Traditional 2 stage surgery. Moderate oral hygiene. Moderate bone condition.